Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was found to have eroded the implant pocket. The device was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.